Event description:
It was reported that during follow up visit the device was unable to be interrogated. Last successful interogation was repoted to be over 12 months prior. Device will be explanted and replaced at a scheduled time. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.